Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: filter delivered prematurely and had to be retrieved. Patient outcome: no harm to the patient and filter was retrieved successfully.

Event description:
Additional information received 24jun2025: how was the procedure performed and/or finished? Filter was not placed. Additional information received 25jun2025: I spoke with the lead tech when I picked it up and he indicated that it did not open up correctly as if the legs were tangled.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). After investigation the event is no longer considered reportable as it is assessed to be a side effect and not due to the device. Summary of investigational findings: during placement from jugular approach, the tulip filter did not properly expand. The filter was retrieved with the introducer system and assumingly another filter was successfully placed. The introducer sheath system and the jugular introducer were returned. The introducer sheath had kinked and indentations were noted in the distal tip. Damages noted close to the tip were likely caused by tools. The filter was not returned and consequently the performance/expansion cannot be verified. However, it is previously seen that the filter legs may be somehow obstructed from fully expanding, if the filter is deployed in a thrombus, if the filter legs are caught in a clot or if the filter is not placed in inferior vena cava (ivc), but any reason would be pure speculation, since no imaging was provided. There are adequate controls in place to ensure the device was manufactured to specifications. It is assessed that because no nonconformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming products exist in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.